Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log analysis, the complaint indicated the issue occurred on (B)(6) 2022. There was no activity on that date, but the system was used on (B)(6) 2022. From (B)(6) 2022 the flow module log showed (B)(4) backflow alarms. There is no way to tell from the log if actual backflow was occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) had a backflow alarm even when no backflow was present. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported using a heart lung machine (hlm) prior to initiation of cpb, at which time the system was 'constantly sounding backflow alarm even when no backflow was present'. The manufacturer's clinical support specialist spoke to the perfusionist involved in the case. The perfusionist stated that this had been an ongoing problem, which only affected this hlm. To mitigate the problem, he attempted to clamp distal and proximal to the flow sensor. Additionally, when he brought a flow probe from their other pump the backflow alarm still initiated when there was no flow. He also stated, when asked about the delay of 15 minutes, that there was no delay. There was no injury reported, or blood loss as a result of this complaint. The field service representative (fsr) attempted to replicate the issue of the backflow false alarm without success.

Manufacturer narrative:
The fsr could not duplicate the reported complaint. The fsr ran the centrifugal system with the test loop and did not receive any back flow alarms. The unit operated to the manufacturer's specifications.